Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing with pacing inhibition greater than two seconds. The patient was noted to have intrinsic conduction and is not pace therapy dependent. The noise was able to be reproduced with the patient pushing their hands together and lifting their left arm above their head and behind their back. There were no out of range rv lead measurements. As a result, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.